Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain, fistula and thrombosis are listed in the supera instructions for use as known patient effects of a peripheral stenting procedure. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified lesion in the distal superficial femoral artery and popliteal artery. On (B)(6) 2016, a 5x100mm supera peripheral stent was implanted. On 10-may-2018, the patient presented with pain in the lower left limb. Angiography confirmed thrombosis. Mechanical thrombectomy and a 5.0x120mm unspecified conventional balloon were used to treat the thrombosis. The patient outcome was good, but a fistula formed in the final portion of the occlusion after treatment. No treatment has been performed for the fistula. No additional information was provided.